Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer had experienced high blood glucose levels. Customer's blood glucose level was 33 mmol/l at the time of incident. Customer reported that they constantly had high blood glucose. Customer stated whenever they tried to deliver a bolus, insulin pump had received insulin flow blocked alarms. Customer tried all remedies for insulin flow blocked alarm but issue persisted. Customer experienced nausea and vomiting as symptoms of high blood glucose level. Customer did not feel okay to troubleshoot for high blood glucose level. The insulin pump will be returned for analysis.